Event description:
Difficult to use [device malfunction]. Severe hyperglycemic attacks [hyperglycemia]. Case description: medical device information: class iia. This spontaneous case from another country was reported by a nurse as "difficult to use", and three events of "severe hyperglycemic attack" and concerns a patient treated with using novofind 8mm autocover (needle), start and stop dates unknown, due to "device therapy". Patient's height: 152 centimeters. On an unknown date the patient commenced using novofine autocover needles, which all nurses found difficult to use. Since then, the patient's blood sugars have been erratic causing severe hyperglycaemic attacks and has had 3 hospital admissions in high dependancy unit (dates unknown). The overall outcome was reported as "unknown".